Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. The device's board kit and wire harness were replaced to address the issues. Device is in because it is "displaying a low oxygen inlet pressure error." Can confirm errors 344 and 349 in the error logs, which could be causing oxygen pressure inaccuracy. Device is also due for 10k/24-month pm. Device error logs show e-344 err_obm_accy_urgent_service and e-349 err_ripc_comm_to_obm_failed, which indicate a faulty oxygen blending module board and wire harness, respectively. Additionally, incoming inspection per (B)(4) shows evidence of tobacco contamination in the front, rear, and base enclosure, as well as the handle and oxygen blending module housing. Device has a damaged front enclosure, and is missing its cord retainer, power cord, cord clamp, whisper cap, and threaded cap. Incoming ctq inspection shows no damaged components. Customer cancelled repair; device to be returned unrepaired.